Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges device malfunctioned and stopped, causing consumer to fall forward and hit her head on a cabinet.

Manufacturer narrative:
The provider evaluated and repaired the device in the field. The unit is working properly.

Event description:
Alleges device malfunctioned and stopped causing consumer to fall forward and hit her head on a cabinet.